Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button issues. Customer's blood glucose level was unknown. Customer also states insulin pump was not downloaded. Customer states insulin pump was grinding during rewind. Customer also reports clicking button screen was little hazy. The insulin pump will not be returned for analysis.